Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occludedthe following information was received by the initial reporter with the following verbatim :the head nurse reported that during use, no liquid came out when the infusion set was connected, and the affected quantity was 1 set.

Manufacturer narrative:
One 2000e china sample was received for investigation, in which the customer has stated: "the head nurse reported that during use, no liquid came out when the infusion set was connected. "No packaging was received with the sample; however, the customer has indicated that the lot number is either 23125395 or 20240725. No sample of the connecting product was received to aid the investigation. The returned sample was subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and attempts to access the smartsite were successful, with no flow restriction or occlusion observed throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 23125395 or 20240725 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the 2000e china product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No new information was received. The head nurse reported that during use, no liquid came out when the infusion set was connected, and the affected quantity was 1 set. The sample can be returned, and a video can be provided. A green claim settlement is required, as well as a stamped complaint response letter and a complaint acceptance letter.